Event description:
Boston scientific received info that this right ventricular (rv) lead was explanted and replaced secondary to lead dislodgement. Increased impedance measurements and decreased amplitudes, along with noncapture were observed. A new lead was successfully implanted, and all parts of the system was functioning properly. No pt symptoms were observed. A new device/lead was successfully implanted and this device/lead has not been returned. Should this device/lead be returned for analysis or should more info become available to our company, this event will be updated as necessary.